Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 26-jul-2022. H6: investigation summary: during the evaluation of the sample provided, it was found that a cannula was stuck laterally to the cannon, a defect in which it can occur due to kinks in the cannula assembly during cannula feeding and resin application. Batch history analysis (DHR) was performed, and no records of quality notifications potentially related to this defect were found. Embecta was able to confirm the indicated issue.

Event description:
It was reported while using bd plastipak¿ syringes the needle pierced the shield. There was no report of patient impact. The following information was provided by the initial reporter: the syringe's needle has a piece out of the safety shield.

Event description:
It was reported while using bd plastipak¿ syringes the needle pierced the shield. There was no report of patient impact. The following information was provided by the initial reporter: the syringe's needle has a piece out of the safety shield.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.